Event description:
On (B)(6) 2009, the pt reported that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in a small amount of insulin spilling inside the chamber. He dried the chamber with a cotton swab. During troubleshooting, the pt was able to detach the plunger from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not report blood glucose concerns related to the issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.